Event description:
It was reported that the lead exhibited oversensing.

Manufacturer narrative:
Only the connector portion of the lead measuring 13.5 cm was returned.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.